Manufacturer narrative:
D4-updated model number. H2-changed device evaluation from no to yes.

Event description:
Patient admitted with st-segment elevation myocardial infarction was implanted with an impella 5.5 pump for mechanical circulatory support. A small purge leak was noticed at yellow luer. It was noted, the purge cassette was changed multiple times without an issue. There was no change in purge flow, purge pressure and guidance given was not to change out cassette. There was no report of harm to the patient.

Manufacturer narrative:
Data download from the automated impella controller was expected but not returned for review. However, the impella 5.5 pump was returned, and visual inspection found no issues on the pump. The yellow luer was intact without damage, and there was no leak was found from yellow luer under bench test. The root cause of the purge sidearm leak was most likely use related as the failure mode could not be reproduced. Product history was reviewed and revealed the pump passed all post sterile inspection checks. Instructions for use for the related event are as follows: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿